Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege severe pain, popping and snapping, swelling, inflammation and damage to the surrounding bone and tissue, and partial lack of mobility. It is further alleged the patient required a closed reduction due to dislocation. Update (B)(6) 2015- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the patient did sustain a dislocation in (B)(6) 2011 (closed reduction) and then was revised on (B)(6) 2011 for metal stained fluid, malpositioned cup, and dislocations. The liner was noted to have rotated in the shell and was a poly liner. The liner was noted to be damaged-all but two of the plastic protrusions (ards) had broken off. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and implant records received. There are no new allegations reported. Updated part and lot numbers of liner, lawyer, and law firm.

Manufacturer narrative:
(B)(4).